Event description:
Initial report: this serious spontaneous case report from (B) (4) was reported by a physician on (B) (6) 2010 - (B) (4). This case involves a female pt who received poly-l-lactic acid (sculptra) therapy on (B) (6) 2010. Poly-l-lactic acid was diluted with 12 ml sterile water + 1 ml lidocaine. Total amount injected was 9 ml. Injected regions included the left and right side of face (nos). Batch number: 9033 (expiration 11-2011). The pt experienced an immediate pruriginous eruption after injection on the perioral area. The physician stated the eruption was like a burn. Corrective treatment: arnica, aloe, mosquette rose, florin gel, toner and regenerator (hydro-light, hydrolite-5). No biopsy was performed. According to the physician, there were no alternative etiologies to the adverse event, which lead to permanent impairment of a body function or permanent damage to a body structure because the pt couldn't sunbathe and perioral herpes appeared. Relevant medical history includes previous aesthetic treatments (nos) and previous similar events after poly-l-lactic acid and with other products (nos). Relevant concomitant medications were not mentioned. Action taken: not applicable. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4). Physician/reporter causality: possible.